Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. Post-operatively, the pt experienced some type of panic attack and then cardiac arrest. The pt was revived and sent to the intensive care unit where she was placed on a ventilator. The pt then expired. The surgeon reported that this event is unrelated to the surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.